Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading. Reportedly, customer was using humalog beyond labeling. Bg was addressed via a correction bolus. Reportedly, customer continued to use the pump for insulin therapy.